Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box data from the date of the allegation was overwritten. The current black box showed multiple loss of prime warnings with a low non zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. The force calibration testing passed. Unrelated to the original complaint, the display was dim and letters had a red hue. Additionally, the battery compartment was cracked from the case seal traveling to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.